Manufacturer narrative:
Date sent to FDA: 08/18/2020. H6 patient codes: 3189 - surgical intervention. Additional b5 narrative: it was reported that the patient underwent hernia repair on (B)(6) 2014 and mesh was implanted. It was reported that the patient experienced adhesion and hernia following the procedure. It was reported that the patient had a partial removal of mesh on (B)(6) 2017.

Manufacturer narrative:
Date sent to FDA:(B)(6) 2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on an unknown date and mesh was implanted. It was reported that the patient experienced severe pain, nausea, abdominal swelling and abdominal discomfort, trouble passing food and constipation. No additional information is provided.